Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced both hyperglycemia and hypoglycemia while attempting to pair a new glucose sensor. The user recorded a peak blood glucose value of 421 mg/dl during the sensor pairing issue and later experienced a hypoglycemic episode with a blood glucose value of 60 mg/dl, which was managed with fast-acting carbs. No outside medical intervention was required.